Event description:
Customer reported that a syndeo pump would free flow when it sat idol on pca only mode. The syringe would empty out over a period of a few hours. This occured during biomed testing. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.